Event description:
Info received indicates the head down function is not working with the siderail controls nor the CPR control.

Manufacturer narrative:
The technician isolated the issue to the hydraulic manifold. He replaced the hydraulic manifold to repair the bed.